Event description:
A healthcare worker experienced a tingling and burning sensation with whitening to the skin on the two middle fingers of the left hand after removing items from a load after a completed cycle. The worker rinsed his hands under running water for fifteen minutes, and the symptoms resolved in an hour and a half. The vaporizer plate was in place and noted to be full with debris in the plate.